Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1q6zs, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal I ncontinence, bowel dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor. It was reported that the patient fell and damaged their ins and lead in the fall. The ins and lead were replaced. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that patient's weight height was (B)(6) .the device was replaced on (B)(6) 2019 . The original device was removed. The interstim representative would have been present during implantation and replacement. The representative was not aware of this event.